Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. After three notifications, the sample from the alleged complaint has not returned. However, due to this issue being reported numerous times for this part, the complaint was confirmed. Argon medical devices has received other complaints that the supercore semi-automatic biopsy instrument is coming apart during or prior to use. Argon has conducted an internal investigation and the plastic housing and plunger can be separated more easily than normal. CAPA 2021-061 has been opened to document our investigation into the cause of this problem and the corrective action that are being taken to ensure that this never happens again.

Event description:
Doctor indicates that the handle separates form the needle assembly with minimal effort.

Event description:
Doctor indicates that the handle separates form the needle assembly with minimal effort.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.